Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Customer reverted to an alternate method of insulin therapy.